Event description:
*Information pertaining to the suspected first and second overdischarges was omitted as this was recorded in separate events* information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type 1. The caller reported his device had been inactive for about a year or two. He noted the device quit working about two years ago but his legs were fine and he was fine. The patient said the implantable neurostimulator (ins) was not connecting to his equipment anymore. He reported it also happened a couple times before. The product service specialist (pss) suspected this could be the patient&#38112;third overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.